Event description:
It was reported that the ilet pump housing separated at the bottom, allowing visibility into the interior when the assembly slides, and the device intermittently failed to respond to touch; a healthcare provider recommended replacement, and the user temporarily secured the device with rubber bands. Symptoms included no reported adverse health effects. Outcomes included no impact on clinical status or need for medical intervention. Investigation included complaint handling and replacement processing with user education on data sync, device shutdown, and return. Investigation of this case revealed a mechanical integrity and enclosure failure with touchscreen nonresponsiveness, consistent with device component damage. It was concluded that the event was device-related and that replacement is warranted.